Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085012) on 28-mar-2019. The most recent information was received on 19-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and arthralgia ('joint pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and medically significant), arthralgia (seriousness criterion disability), multiple allergies ("allergies"), allergy to metals ("metal allergies"), menorrhagia ("heavy and clotting periods"), groin pain ("groin pain"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and lichen sclerosus ("lichen sclerosis") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, arthralgia, multiple allergies, allergy to metals, menorrhagia, groin pain, nausea, weight increased, fatigue, anxiety, depression and lichen sclerosus outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, arthralgia, depression, fatigue, groin pain, lichen sclerosus, menorrhagia, multiple allergies, nausea, pelvic pain and weight increased with essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, other serious (important medical event) was reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: summons received lawyer was added. Case become potentially legal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and arthralgia ('joint pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia (seriousness criterion disability), multiple allergies ("allergies"), allergy to metals ("metal allergies"), menorrhagia ("heavy and clotting periods"), groin pain ("groin pain"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and lichen sclerosus ("lichen sclerosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, arthralgia, multiple allergies, allergy to metals, menorrhagia, groin pain, nausea, weight increased, fatigue, anxiety, depression and lichen sclerosus outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, depression, fatigue, groin pain, lichen sclerosus, menorrhagia, multiple allergies, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, other serious (important medical event) was reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: pfs received- case was upgraded from non-serious to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085012) on 28-mar-2019. The most recent information was received on 05-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and arthralgia ('joint pain') in an adult female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, chronic cervicitis and paratubal cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia (seriousness criterion disability), multiple allergies ("allergies"), allergy to metals ("metal allergies"), heavy menstrual bleeding ("heavy and clotting periods"), groin pain ("groin pain"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and lichen sclerosus ("lichen sclerosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery/robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, multiple allergies, allergy to metals, heavy menstrual bleeding, groin pain, nausea, weight increased, fatigue, anxiety, depression and lichen sclerosus outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, depression, fatigue, groin pain, heavy menstrual bleeding, lichen sclerosus, multiple allergies, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, other serious (important medical event) was reported, but not specified and/or assigned to one of the events 1 coil(s) trailing outside the right tubal ostium. 1 coil(s) trailing outside the left tubal ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: d08057. Manufacture date: 2014-09. Expiration date: 2017-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and arthralgia ('joint pain') in an adult female patient who had essure (batch no. D08057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, chronic cervicitis and paratubal cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia (seriousness criterion disability), multiple allergies ("allergies"), allergy to metals ("metal allergies"), menorrhagia ("heavy and clotting periods"), groin pain ("groin pain"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and lichen sclerosus ("lichen sclerosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery/robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, multiple allergies, allergy to metals, menorrhagia, groin pain, nausea, weight increased, fatigue, anxiety, depression and lichen sclerosus outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, depression, fatigue, groin pain, lichen sclerosus, menorrhagia, multiple allergies, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, other serious (important medical event) was reported, but not specified and/or assigned to one of the events 1 coil(s) trailing outside the right tubal ostium. 1 coil(s) trailing outside the left tubal ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter information, medical history, lot number, date explanted, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.